Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Visual inspection: the unknown reamer head was returned to (cq) customer quality west chester for investigation. Visual inspection identified the reamer head had all its 4 tangs broken and the flutes were nicked. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: document review could not be performed as the device part and lot numbers are unknown. Complaint confirmed? Yes, the reamer head was in broken condition. Conclusion: the returned unknown reamer head had its distal tangs broken. There is no indication that a design or manufacturing issues or discrepancies were observed. No manufacturing issues were noted during investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the device was received for investigation. The device appears to be broken. This report involves one (1) unknown reamer head. This is report 1 of 1 for (B)(4).